Event description:
It was reported by service report that the retaining post screw was stripped. The stripped screw could potentially cause the post to be loose and/or fall off. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Retaining post screw.